Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(6) regarding a foreign patient receiving intrathecal lioresal (unknown concentration) at 160 mcg/day via an implantable pump for periventricular leukomalacia. The patient¿s therapy dates ranged from (B)(6) 2014 to unknown. The therapy duration was unknown. It was reported that the patient was filled with a higher concentration [of lioresal] on (B)(6) 2017. On (B)(6) 2017, the patient developed somnolence, hypotonia, asthenia, overdose and hypersecretion (salivary hypersecretion). The patient was hospitalized for the aforementioned symptoms on an unknown date. The patient fully recovered on (B)(6) 2017. The pharmacist noted the event was serious (hospitalization). The causality of the event was not reported. Historical conditions included amenorrhea (birth at (B)(6) at the weight of (B)(6) g), neonatal resuscitation (hospitalization), epilepsy (last crisis 2 years ago from (B)(6) 2018), scoliosis, pfla from an unknown date in 2006, vrs bronchiolitis from an unknown date in 2005 (vrs bronchiolitis) and status epilepticus from an unknown date in 2009. Past medications included micropakine (valproate sodium, valproic acid) (500 mg morning and evening) and forlax (macrogol 4000) (10g twice daily). The patient underwent tonsillectomy on an unknown date in 2008. The patient¿s apgar score was 3.7 ukn (significant), and a normal range was not provided [date unknown]. Concomitant medications were not reported. There were no further complications reported.